Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic appendectomy, during stapling, the staples were deployed but the knife did not cut. Another reload was used to complete the case. There was no patient injury.